Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the lead was returned severed at 124 mm from the terminal pin. The lead was returned in two segments and was stretched in a few places. Due to the stretching, the laboratory was unable to verify if the entire lead was returned. Visual inspection noted several cuts, tears, puncture holes and laser extraction tool damage in the insulation in several places on the lead. The proximal high voltage cable and medical adhesive both showed damage due to use of an extraction tool. Calcification along with tissue were noted to be covering most of the distal spring electrode and was also noted on the proximal spring electrode toward the proximal end. Surface abrasion consistent with damage from a calcified heart valve was observed at 340 to 350 mm from the terminal pin; the abrasion was not through the insulation. The helix was noted to be extremely stretched and residual calcification was observed on the tip of the helix. Laboratory analysis speculated and concluded that the calcification contributed to the gradual rise in impedance measurements reported in the field.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements to 170 ohms and an increase in pace impedance measurements from 300 to 1200 ohms. The physician and patient elected to explant the rv lead. Subsequently a revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.